Manufacturer narrative:
A ge svc rep spoke with the customer. The customer replaced the fuse during the svc call. The sys was found to be working and put back into svc.

Event description:
The customer reported that the sys would not display a fluoroscopic image. There is no report of injury or death associated with this event.